Event description:
It was reported the piston was impossible to stop during prime. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with detached end cap and alarmed motor error during the rewind due to physical damage to motor. Unable to perform prime test due to motor error alarms the insulin pump has bleeding lcd glass, missing lcd window and cracked case at display window corners.